Event description:
The user had a sudden decrease in hearing followed by a severe attack of cold.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had a sudden decrease in hearing followed by a severe attack of cold. The middle ear was slightly infected and resolved with medication. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on a possible re-implantation date has been made available yet.

Event description:
The user had a sudden decrease in hearing followed by a severe attack of cold. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition in situ measurements in 2017 show two channels involved in a short circuit due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a sudden decrease in hearing followed by a severe attack of cold. The middle ear was slightly infected and resolved with medication. Re-implantation is considered.